Event description:
A customer reported recurring issues with their insulin pump displaying a minimum fill notification and incorrect fill estimates. Despite attempting to load new cartridges and following the correct procedures with technical support's guidance, the problem persisted. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including cleaning the pump and loading new cartridges, but the problem remained unresolved, leading to an escalation for further assistance. A replacement pump was sent to the customer, who was advised on transferring settings and connecting their continuous glucose monitor to the new device, and instructed on the return process for the faulty pump. Customer will continue to use current pump.